Manufacturer narrative:
A5: ethnicity: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned available however the unused sample that was available has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal failed after deployment. Estimated blood loss was less than 250cc's. The event occurred post-treatment. Additional information was received on (B)(6) 2023: the collagen plug stayed on the device. Procedure was a left heart catheterization (lhc) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. Issues with the insertion, device failed mechanically. Hemostasis was achieved by manual compression and femostop. Patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned, and the anchor/collagen were found to have been stuck in the valve of the hemostasis sheath. The carrier tube was returned in the forward lock position and the hemostasis sheath was found to have been cut. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).